Manufacturer narrative:
E1 initial reporter city: (B)(6). Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of acquisition processor - damaged/defective and system - dark image (indicators/ images do not display) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. There was no additional technical service repair or troubleshooting information available for this event, therefore the reported event cannot be confirmed. Should the defective unit be shipped back for investigation and repair, or additional event information be provided, the complaint will be reopened and updated as necessary. Based on a thorough review of the reported complaint, the cause of the reported event is unknown. The investigation conclusion code of cause not established was selected.

Event description:
It was reported that the procedure was cancelled. An avvigo plus system was selected for a diagnostic procedure. During preparation, imaging appeared dark due to a faulty acquisition processor. The procedure was not completed as another of the same device was not available.

Event description:
It was reported that the procedure was cancelled. An avvigo plus system was selected for a diagnostic procedure. During preparation, imaging appeared dark due to a faulty acquisition processor (acq pc). The procedure was not completed as another of the same device was not available.

Manufacturer narrative:
D2b pro code: dsk. E1 initial reporter city: (B)(6).